Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, high impedance was noted during routine follow-up. There was no patient discomfort and no known trauma. The patient still felt stimulation and experienced voice alteration with stimulation. X-rays were taken but have not been received for review. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place. A battery life calculation showed 8.81 years remaining.